Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. Pump received with cracked select button keypad overlay. (B)(4).

Event description:
The customer reported via phone call that insulin pump had hardware low level failures error. The customer¿s blood glucose was 123 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer also reported that they performed the self test and test result was passed. The customer also reported that there was crack at the center button. The customer was adviced the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.